Event description:
Information received from the field does not address the patient's clinical status but notes that post lead replacement, impedance measurements were >2500 ohms in the bipolar configuration. The device was programmed to the unipolar configuration with normal function. The patient was scheduled for invasive evaluation, but she left prior to the procedure against medical advice.